Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Patient's other blood glucose value: 178 and 287 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injections. Customer did not allege the pump for under delivering insulin. Customer declined to troubleshoot for the pump and sensor. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump receive with corroded battery tube, broken belt clip slot, cracked battery tube thread, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.